Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported to rep. That after a thr of patient's right hip, the stem disassociated from the head due to a trunnion fracture of the femoral component.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event of disassociation was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated "the primary harm involved is disassociation of the tha femoral head from the femoral trunnion and stem. An ap x-ray demonstrates changes in the shape of the stem trunnion with loss of material along the superior aspect leading to a more tapered conical appearance. This change in morphology would lead to loss of the taper lock between the head and trunnion and the disassociation." Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that after a thr of patient's right hip, the stem disassociated from the head due to a trunnion fracture of the femoral component. The provided medical information was submitted to a consulting clinician who confirmed disassociation and trunnion deformity. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported to rep. That after a thr of patient's right hip, the stem disassociated from the head due to a trunnion fracture of the femoral component.